Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon of catheter.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received only the catheter for evaluation. The exterior of the sample was visually inspected and evidence of a failure was found that would support the reported event. The following functional testing was performed: tested using lab syringe, unable to inflate the balloon with 10cc. Instead, the inflation funnel filled with water and ballooned out. Deflated and repeated using quick fill technique and achieved the same result. Manipulated the deformed/dent on the shaft using finger, and after few second, no deformed/dent observed. Re-inflated and deflated the balloon with 10cc water and achieved the same result. Dissected the catheter and observed no abnormality on the inflation lumen and sac area. The following dimensions were measured: eye snip length 2/32¿ eye snip width 1/32¿ eye snip distance from distal cuff 15/32¿ eye snip distance from proximal cuff 10/32¿ rubberize thickness 9 thou reinforcement 167 thou inflation funnel thickness 55 thou balloon thickness (average) 25thou inflation lumen coverage 7thou there was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water could not be injected into the balloon of catheter.